Manufacturer narrative:
The device was returned and evaluated. The device was improperly maintained and the device was missing the anti-tip wheels.

Event description:
Customer alleges unit rolled over and she suffered scrapes and contusion to her head.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer alleges unit rolled over and she suffered scrapes and contusion to her head.